Event description:
It was reported that the intraocular lens was removed intraoperatively due to haptic damge noted during insertion. The incision was enlarged. Another lens of the same model was implanted successfully. Please reference MDR# 1119279-2012-00340 for the delivery device.

Manufacturer narrative:
The lens has been returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.